Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that while servicing an mr system, a ge healthcare field engineer (fe) walked through the magnet room with an image compute node (icn) which was attracted to the magnet. The fe's pinky finger was pinched between the icn and the rear cover of the mr system which resulted in a fractured finger. First aid and fixation treatment was provided for the fracture.

Manufacturer narrative:
H3: ge healthcare (gehc) investigation has been completed. A gehc field engineer (fe) was replacing the icn on an mr system and while performing the service, the fe walked through the magnet room with the icn which was attracted toward the mr system. The fe pinky finger was pinched between the icn and the rear cover of the mr system which resulted in a fracture. The icn is a ferrous component of the mr system that is installed in the equipment room where there is no magnetic field. The root cause of this incident was use error as the mr magnet safety requirements were not followed. Service procedure documents provide steps to safely replace the icn in the equipment room. The fe performing the procedure has had the appropriate training. Gehc mr service safety define the risks associated with entering the scan room with ferrous materials. No further actions are planned by gehc.